Manufacturer narrative:
The customer indicated the system was calibrated on 09/23/2015 and quality controls were acceptable. No calibration or quality control data was provided for this instrument. The sample from patient 1 was submitted for investigation. During the investigation the retention reagent lot number of 602504 with expiration date of 09/2015 was calibrated and testing was performed with quality controls and the patient sample. During the investigation the elevated results from the customer site could be confirmed. Based on the available data, it is assumed that the patient values measured on both the integra 400 plus and integra 800 are plausible. The elevated results from patient 1 were confirmed during investigation. The reason for the elevated results based on the clinical picture and history of the patient is unknown. No sample was available for patient 2, however, the patient has a diagnosis of pulmonary embolism which would explain elevated results.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 2 patients tested for tina-quant d-dimer. The erroneous results were reported outside of the laboratory. Tests were being run on an integra 800 analyzer and an integra 400 plus analyzer and compared to a bcs xc instrument in a different laboratory. This medwatch will cover the integra 400 plus analyzer. Refer to medwatch with (B)(6) for information on the integra 800 analyzer erroneous results. Patient 1 initial tina-quant d-dimer results on the integra 800 were >54 mg/l, 28.1 mg/l, 28.7 mg/l and 23.0 mg/l. Some of these results are from (B)(6) 2015 and some are from (B)(6) 2015. The customer was not sure which results were from which day. The result of 28.1 mg/l was reported outside of the laboratory where it was questioned by the physician. The sample was repeated on a bcs xc instrument in a different laboratory and the result was 0.52 mg/l. The sample was repeated on the integra 800 on (B)(6) 2015. The repeat result from (B)(6) 2015 may be one of the 4 listed previously. The result from (B)(6) 2015 was 27.46 ug/ml. Patient 1 was also tested on an integra 400 plus on (B)(6) 2015 and the result was 23.1 mg/l. On (B)(6) 2015 patient 2 (male with (B)(6)) initial tina-quant d-dimer result on the integra 400 plus was 37.9 mg/l. This result was reported outside of the laboratory. A second result of 36.9 mg/l was obtained on (B)(6) 2015 on the integra 400 plus analyzer and reported outside of the laboratory. It is not clear if the results from (B)(6) 2015 are from the same sample or different samples. On (B)(6) 2015 the sample was repeated on a bcs xc instrument in a different laboratory and the result was 0.84 mg/l. No adverse event occurred. The tina-quant d-dimer reagent lot number was 602504. The expiration date was not provided.